Event description:
During installation of a demonstration unit, the co rep observed that the unit had no sound and the invasive pressure waveform was either too high or too low on scales 40 and 20mmhg/cm.